Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line is blocked soft alarm during various drains of their treatment. The patient reported that they were constipated. A review of the patient¿s treatment records identified that the patient drained 4249 ml during drain 4 of the treatment. This drain volume is 193% of the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed their treatment using their cycler. The pdrn stated that the patient did drain out 4249 ml on the cycler. The pdrn stated that patient is very positional. The pdrn stated that the patient felt full but was not in any pain. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.